Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a driveline infection. The pt's skin around the driveline was reddened with a "tan-yellowish" drainage with positive cultures. It was also reported that the pt is very active and plays golf regularly; however, the pt did not report having dropped the system controller or it being tugged. The pt received 2 rounds (10 days each) of oral antibiotics. The pt's drainage and redness did not improve. The pt was moved up on the transplant list and received a heart transplant.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.